Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and again pump received partial display. It also stated that the insulin pump screen was broken and customer was not able to see amount of insulin was going to give. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer need to replace the insulin pump. The insulin pump will not be returned for analysis.